Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient had two trial leads (from the same lot) implanted and during the procedure a cerebrospinal fluid (csf) leak occurred. On (B)(6) 2016 the physician performed a blood patch.